Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. The rep reported that there were high impedances on c0 when measured with the clinician tablet that did not resolve at 3.0 v impedance testing with the clinician programmer. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating the cause of high impedances on the c0 was unknown. Actions taken to resolve the issue was testing impedances with the clinician programmer but the issue was not resolved at the time of the report.